Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device nor adequate relevant clinical documentation to fully evaluate the complaint. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2017, the cup had loosened and spun, causing a leg length shortening. This adverse event was solved by a revision surgery performed on (B)(6) 2021, in which the orginal cup was evaluated and determined to be well fixed after screw removal. However, the r3 0 deg +4 xlpe acet lnr 40mm ID x 56od and 40mm oxinium modular head were replaced, and the placement of the new liner and head accounted for the complaint of leg length descrepancy, which was evaluated through full rom and stable.